Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 4.5 inches from the bend relief and the severed portion was not returned. The modular cable was not returned. The pump appeared to have been exposed to a fixative prior to return. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed depositions of fixed post explant blood in the inflow cannula, on the rotor, in the rotor well, in the interior of the pump cover, and in the lumen of the outflow graft attachment. No adhered depositions or thrombus formations were found. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth was not provided. The patient's weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 6 months. The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient had fever, erythema around the driveline site with purulent drainage and leukocytosis. The driveline exit site cultures were positive for (B)(6) and the blood culture was negative. The patient was treated with intravenous antibiotics as inpatient and was discharged on oral suppressive antibiotics. The patient was listed as status 1a on the transplant list due to driveline infection. There was complete resolution of infection and a suitable donor heart became available. The patient was transplanted on (B)(6) 2017.